Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the implant attempt of the subject pacemaker a screwing problem was noted with the ventricular lead. During the impedance test: r> 3000 ohm. There was no possibility to unscrew the ventricular lead. The physician removed the element that protect the screws in order to dislodge the set-screw. The device has been changed by an another pacemaker. It will be returned without the screws.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implant attempt of the subject pacemaker a screwing problem was noted with the ventricular lead. During the impedance test: r> 3000 ohm. There was no possibility to unscrew the ventricular lead. The physician removed the element that protect the screws in order to dislodge the set-screw. The device has been changed by an another pacemaker. It will be returned without the screws.